Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a power module red battery and yellow wrench alarms was confirmed. The power module, (B)(6), was returned to the european distribution center (edc) for analysis. The power module was inspected on 03jan2025. The provided information stated that unit had a red battery alarm that was discovered during power module visual and functional inspection. No log files were submitted for review. The issue resolved with the replacement of the power module backup battery (B)(6) which expired on 31jul2024. The event date was 03dec2024, so the battery was expired at time of use and caused for the red battery and yellow wrench alarms. The backup battery in use at the time of the event was exchanged for a new functional battery, and the device passed all functional testing. Preventative maintenance was performed, and the power module was returned to the customer ready for human use. The battery was returned to ppe for further analysis and the issue was replicated on known functional test equipment. The issue was confirmed with use of the expired battery; no further testing was performed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was user error due to the use of an expired battery. The device history record for the power module (serial number (B)(6)) with shop orders reviewed. No deviations from manufacturing or qa specifications were shown from the power module. The power module was shipped to the customer on 30sep2024 through customer order. The power module was assembled with internal backup battery (B)(6) with a manufacture date of 13aug2024. The power module backup battery in use at the time of the event was serial number (B)(6) with a manufacture date of 27aug2021. The battery was inspected on 03sep2021 under batch 8123688 via material number. Heartmate 3 instructions for use (rev. G) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical power module alarms. The heartmate 3 patient handbook (rev. G) section 6 ¿equipment maintenance¿ instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module provided red battery alarm and yellow wrench alarm. The power module would be sent for repair

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.